Manufacturer narrative:
Unit received with critical pump error (open book image) and pump error was present in the format history file due to slight corrosion on force sensor assembly. Unable to perform displacement test, rewind test,prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unit received with severely faded end cap address label. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture,stained serial number label, corrosion in battery tube, moisture damage on motor home switch and moisture damage on all electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump label has faded from the back of the pump. Customer's blood glucose was unknown at the time of incident. No further details given.